Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 31 mg/dl. The customer was admitted to the hospital. Customer was released after getting his blood glucose to 230 mg/dl something. The customer was advised to call health care provider to discuss possible causes of low blood glucose. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 287 mg/dl. The customer was offered to troubleshoot for high blood glucose but stated at times due to no insulin in the early hours.